Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported fluid ingress, possible due to a cassette leak, during a cataract extraction procedure. The system functioned normally otherwise, and the procedure was completed with no impact to the pt.